Event description:
Litigation alleges that bilateral patient experienced discomfort, pain, numbness, tingling, and soreness, which in turn negatively affected patients ability to walk, move, and perform her job. A mars MRI showed a fluid pocket involving the posteriolateral aspect of her hip joint. She was found to have elevated cobalt and chromium levels. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain. Update: 3/23/2012 - medical records were received. The revision operative report indicated that there was corrosion on the stem taper. The srom stem was replaced; however, the srom sleeve was left intact.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.